Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. Review of the most recent repair record determined the motor speeds were unstable, the cable insulation was damaged, the ball bearing and insulator were damaged, the eccentric shaft was seized, the control bar was thin, and the unit was out of calibration. The motor, plug harness, control bar, eccentric shaft, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was no power. The damage was not caused by the procedure and did not affect the operation. There was no harm or delay. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.